Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced one "low battery" alarm. Review of history screen shows pump off/low speed operation, and flows down to zero. The patient denied any hazard alarms/steady audio tones, or red lights on the system controller. The patient only saw a "yellow battery alarm, with intermittent beeps that accompanied the alarm, which resolved after changing to new batteries. Three days later, it was reported that the power was up to the 10's, then low flow, pump off alarms with speeds and flows down to zero, all happening within a minute time frame. Patient again denied any alarms during this time. The manufacturer received additional information stating that the patient expired on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.